Event description:
Information was received from a patient with an implantable pump for spinal pain. It was reported that it had been a couple of months since the handset started lagging at 90%. They mentioned they just got their pump refilled a week ago, last thursday, and the handset was running very well and worked perfectly. However, not long after the pump refill, they got stuck at 90% again when they attempted to connect to the pump. They mentioned they had the old version of the handset . The agent reviewed the 90% lag issue. The agent had the patient close all apps and walked them through cleaning out the data. The agent had the patient connect to the app, and they confirmed they were able to connect faster. The patient said they would monitor and would call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh90t01 lot# serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.